Event description:
Boston scientific provided the following information: loss of capture and oversensing were observed on this lead. Patient will be brought in for further evaluation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.